Event description:
The customer stated that he was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 30 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was disconnected while priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.